Event description:
It was reported that an intrasight plus system was used in a coronary procedure. When starting the procedure for a new patient; it was noticed that the angio images from two previous patients were assigned to the current patient¿s case. All x-ray images were listed under the current case with no lost data noted. The procedure continued using the intrasight in live mode, ensuring the data was not exported to prevent patient data mixing on the picture archiving and communication system (pacs). The procedure was completed successfully with no patient injury reported. This product problem is being reported because the system experienced patient data problems that can result in a potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a4: not available from facility. Block b6: not available from facility. Block c: not applicable for this system. Block d4: expiration date is not applicable for this system. Blocks d6 & d7: not applicable for this system. Blocks h3 & h6: further investigation is still ongoing; therefore, conclusion is not yet available. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.